Event description:
There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer. No fault was found with the ventilator, the reported issue was not reproduced. No parts were replaced. Information received from the hospital states that the event occurred on 12/28/2018. The event date has been updated accordingly. Evaluation of the received device logs show that ventilation was in a controlled ventilation mode where controlled ventilation breaths are delivered with a preset respiratory rate. The preset respiratory rate was set to 30 b/min. The log confirms the reported apnea alarm at the time of the event and also alarm for respiratory rate low. The log also shows that the issue resolved by itself within one minute and that ventilation continued without any issues until next day when the ventilation was ended by the user. There were no other alarms generated at the time of event that can explain why the apnea occurred. The technical log has no recordings at the time of the event to indicate a technical failure in the ventilator. Pre-use check performed before ventilation start passed without deviations. The root cause of the apnea alarm and low respiratory rate has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator was not delivering breaths and generated alarms for apnea and low respiratory rate. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).